Event description:
Customer reportedly received the following results on the nano system, compared to a professional device, within 10 minutes: 163 mg/dl (nano) and 340 mg/dl (doctor's meter). Customer had symptom of hyperglycemia (dry mouth) at the time of the readings. No actions taken based on device results. Customer was given a shot of insulin (type not provided) at the doctor's office as a result of the professional reading. No adverse event reported. Requested return of suspect device and strips; however, customer no longer has the strip vial used in the comparison. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.